Event description:
The customer reported that the 00507118100 19.5 x 86 x 1.27mm (.050 inch) oscillator blade, qty 5 was being used on (B)(6) 2023 and the blade broke. The procedure was completed. After further assessment it was found that the device did fragment and fall into surgical site. The fragment was retrieved. "Towards the end of the procedure, the surgeon was using the tip of the blade to ¿flick¿ out bone debri and chips. In doing so the further tooth on the end of the blade broke off. It did not impact the patient or cause injury, and the broken piece was removed from the blade." This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the 00507118100 19.5 x 86 x 1.27mm (.050 inch) oscillator blade, qty 5 was being used on (B)(6) 2023 and the blade broke. The procedure was completed. After further assessment it was found that the device did fragment and fall into surgical site. The fragment was retrieved. "Towards the end of the procedure, the surgeon was using the tip of the blade to ¿flick¿ out bone debri and chips. In doing so the further tooth on the end of the blade broke off. It did not impact the patient or cause injury, and the broken piece was removed from the blade." This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned and no photographic evidence has been provided therefore the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A 2 year lot history review shows 2 events for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 8 reports, regarding 14 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: avoid contact of blades and burs with cutting blocks, retractors or other instrumentation. Damage to the blade, bur or instrument may occur. The IFU also advises the user to not use saw blades to pry, remove bone grafts or as a leverage point; patient or user injury could occur. Always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. We will continue to monitor for trends through the complaint system to assure patient safety.